Event description:
Staff began smelling electrical smell like something was burning, unable to see smoke or fire. Work order placed to engineering team. Within 1 minute of returning to room, bed was unplugged because smoke could be seen coming from under the bed. Bed was in use at the time of event, so patient was quickly transferred from bed to chair and removed to the hallway, fire alarm was activated. Bed was removed from service and is pending evaluation by vendor as it was a rental bed. No clear impact to the patient involved.